Event description:
It was reported to philips that during preventative maintenance, the system was unable to boot, stalling at start up splash screen. The system was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.